Event description:
It was reported that at follow-up, patient was experiencing phrenic nerve stimulation. No capture was observed. X-ray found the lead had dislodged. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.